Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's on/off button was unseated. Physio reseated the on/off button to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.